Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator for a possible supraventricular tachycardia (svt) rhythm. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Correction - event description (b5) was updated.

Event description:
It was reported that the patient was inappropriately shocked for a possible supraventricular tachycardia (svt) rhythm. There were no patient consequences. No additional information was reported.